Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 180 mg/dl. The customer stated that they successfully changed the alarm and the flow was good. Customer also reported stuck button alarm. The device will not be returned for analysis.